Event description:
A customer reported a system message was received during a procedure and the infusion was disabled. A syringe with serum was needed to maintain infusion while the customer changed the pak and cassette. The system was then rebooted and the surgery was completed with no pt harm, case was prolonged.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).